Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
A report was received that a vns patient experienced an infection which required the device to be removed. This event was initially reported on MFR. Report #1644487-2018-02370. Follow up was performed for additional information which allowed the patient to be identified as well as the associated vns products. Once the patient was identified, it was found that this infection was previously reported in this report (MFR. Report #1644487-2016-02545). Additionally, it was reported that the wound healed well with no obvious problem for the first 3 months, but later required surgical cleaning in (B)(6) of 2017. The infection recurred requiring further surgical cleaning in (B)(6) 2017 and the device was removed in (B)(6) 2017. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient has a lump on the neck. The lump is in the area of the vns implant scar on the neck. It was reported that the lump did not hurt and physician suspect it is related to vns. It was reported that abscess/infection is suspected. Additional information was received that the patient was seen in clinic and diagnostics test performed confirming that the vns system performs as intended. Additional information was received that the patient was recently implanted with vns on (B)(6) 2016 and the lump was first observed on (B)(6) 2016. No report of trauma or manipulation at first. Later some reporting that patient was scratching the lump. The scar was healing well fine after implant except for the lump. Prior to the lump forming, infection was suspected and treated with antibiotics. It was reported that the lump may be some piece of the vns protruding but nurse is not sure about this. Antibiotic treatment was stopped due to adverse reaction with other medications. Patient is better and very well. The lump is still visible, less inflamed and irritated. Review of manufacturing records confirmed sterilization with hp for the lead prior to distribution.